Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient underwent a colon resection procedure. The device was applied to the colon. The surgery went fine and the device was used successfully in the case with no suspected issues. Four days later, the anastomosis developed a leak. Patient was re-operated on and the anastomosis was found to be black in color with leaks. The blood supply maybe have been cut off during the original procedure. There was no blood loss over 500 cc. An end ileostomy was created resulting in tissue damage and permanent injury. This event led to an extension of the patient's hospitalization time. The patient status is alive, with injury.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, per additional information received, the ileostomy was permanent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.